Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. During preparation, the stent came off the balloon and the stent was found on the table. The device was not used inside the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis, the stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. Damage was noted to the entire stent, the stent struts were stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. During preparation, the stent came off the balloon and the stent was found on the table. The device was not used inside the patient and the procedure was completed with a different device. No patient complications were reported.